Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found worn out video connector latch causing poor connection with pigtails. In addition, found a faulty patient board set causing jittery image with the gif-q180 gastrointestinal videoscope. The video connector and patient board required replacement. The following updates were also recommended: outdated software version 1.04 be upgraded to version 4.10, as well as an older version of the main switch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video processor displayed error code b40. The issue was found during a diagnostic colonoscopy; there was no delay or extension to patient anesthesia. The procedure was completed with the same device. There were no reports of patient harm.